Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was initially reported to boston scientific corporation on (B)(6), 2009 that a c.r.e. Balloon dilatation catheter device was used during an esophagogastroduodenoscopy (egd) procedure with dilatation performed on (B)(6), 2009. According to the complainant, during the egd procedure, the physician positioned the cre balloon within the esophagus and inflated the balloon to slightly over 18mm. It was at this time that the balloon burst. Follow up indicates that nothing detached inside the pt. The cre balloon was removed from the pt. The physician was satisfied with the dilatation; the procedure was completed with this cre balloon. There were no pt complications as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.